Event description:
It was reported that insulin was squirting out while priming. The caller stated that the customer is in the hospital due to non-related to her blood glucose. Troubleshooting was performed. The caller stated that he attempted to prime several times and the insulin kept squirting out. The husband requested having the device replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.